Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture and a dislodgement was determined to be the cause. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.